Event description:
It was reported that the patient received a cardiac transplant from the routine waitlist. The device operated as expected and the patient was stable. However, on examination of the outflow graft, it appeared there was a twist in the bend relief. The patient was monitored for right heart failure before the transplant.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the origin of the reported outflow graft twist could not be conclusively determined through this evaluation. Additionally, a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted one photograph for evaluation. This photograph showed the proximal end of the outflow graft and outflow graft bend relief. This photograph confirmed the reported event that post explant the outflow graft appeared to be twisted inside of the bend relief. However, the origin of this outflow graft twist cannot be conclusively determined through this evaluation. Due to the short length of time that this pump was implanted, and the spline pump cover, it is unlikely that this twist occurred while in situ. Additionally, no alarms were reported in association with this event, no log files were submitted for evaluation, and there are no previously reported events in the patient's history indicative of a potential flow issue. It cannot be conclusively determined if this twist was the result of handling at implant or explant due to no product being returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and hypertension as adverse events that may be associated with the use of the hm 3 lvas. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted on 08jan2024 due to biventricular failure and severe reduced right ventricular (rv) function that occurred in december 2023. The patient had a ramp study performed and the pump speed was increased to 5800 rpm and they had improved cardiac output, but still worsened rv function. The patient was admitted on 04mar2024 due to persistent high right arterial pressure and pulmonary capillary wedge pressure. The pump speed was turned down and the patient was treated with diuresis due to ongoing hypertension. Diagnostic testing was performed in the catheter lab with nitroprusside challenge. On 29mar2024 the patient received a cardiac transplant from the routine waitlist. Examination of the outflow graft post explant revealed that it appeared to be twisted inside the bend relief. The patient remained in the post-operation ward with discharge planned for 14apr2024.